Manufacturer narrative:
The drill adaptor mt-02-161 s18405 will not be returned to the manufacturer by the hospital. Therefore, the investigation was performed based on the complaint description. There is no available picture from the broken drill bit. A picture from mt-02-161 s18405 drill adaptor - view from the top - and a picture from the packaging of a similar drill adaptor were reviewed. The top of the part is visually damaged. Multiple white scratches in the metal are visible, especially around the ce marking. Two different round marks are visible around the drill bit insertion hole. It is not known if this is the mark from the drill bit stop, from the mandrel of the power tool drill, or from both. These pictures do not enable to verify the state of the inside of the drill bit insertion hole. Based on the investigation performed the root cause of the reported event cannot be determined. A CAPA is on-going about this issue.

Event description:
During a brain surgery, at the first trajectory, the drill broke off in the rosa drill guide. The surgeon had planned a bilateral seeg case. The patient was positioned supine with no head tilted. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site removed the drill bit and adaptor from rosa¿s instrument holder and dislodged the drill bit from the adaptor. Once the broken drill bit was removed from the adaptor, a new bit was inserted into the drill and the case continued. There was less than 10 minutes of delay as the broken drill bit was taken out of the guide, and the guide was placed back in the instrument holder. The remainder of the case went well with no issues noted. The company field service engineer was informed that the drill has slight vibrations while drilling that could have cause the bit to break. She was informed that there is no visible external damage, but sliding the drill bit in and out of the barrel of the adaptor is not as smooth. The user said the drill bit was inserted correctly, e.g. Straight in the drill adaptor. Also, the drill adaptor will not be returned as it was used for the remainder of the case without any further issues.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During a brain surgery, at the first trajectory, the drill broke off in the rosa drill guide. The surgeon had planned a bilateral seeg case. The patient was positioned supine with no head tilted. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site removed the drill bit and adaptor from rosa¿s instrument holder and dislodged the drill bit from the adaptor. Once the broken drill bit was removed from the adaptor, a new bit was inserted into the drill and the case continued. There was less than 10 minutes of delay as the broken drill bit was taken out of the guide, and the guide was placed back in the instrument holder. The remainder of the case went well with no issues noted. The company field service engineer was informed that the drill has slight vibrations while drilling that could have cause the bit to break. She was informed that there is no visible external damage, but sliding the drill bit in and out of the barrel of the adaptor is not as smooth. The user said the drill bit was inserted correctly, e.g. Straight in the drill adaptor. Also, the drill adaptor will not be returned as it was used for the remainder of the case without any further issues.